Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor used with the ilet bionic pancreas failed to pair after insertion, resulting in a sensor/pairing failed alert and prolonged ¿pairing with sensor¿ status. The user had been in bg run mode for several days while awaiting a replacement sensor and had inserted the sensor on the thigh. No continuous glucose data was obtained during the pairing failure. No symptom reported. Outcomes included successful pairing after sensor replacement guidance and a subsequent glucose reading of 130 mg/dl, with the user instructed to contact the cgm manufacturer for replacement. Investigation included customer service troubleshooting and user education. Investigation of this case revealed successful restoration of cgm data following sensor change and pairing steps, with no further device malfunctions reported. It was concluded that the event was due to a cgm pairing failure that resolved with sensor replacement, with no injury, no hypoglycemia, no hyperglycemia, and no medical intervention required.